Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 12 mg/dl. Customer was treated with marshmallow. Customer was working hard earlier that may have caused her low blood glucose. Customer also got high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 250 mg/dl twice in 6 days. Customer declined troubleshooting for high blood glucose.